Event description:
The event date given above is only for one representative, recent example of this problem.we have had repeated occurrences of a patient's infusion pump alarming due to malfunction while in use. The most frequent reported event is for a failure code 2156, and when the pump's event log is available, this has usually occurred at a transition in the pump's operating state, e.g., at infusion complete when the pump would switch to kvo rate, or to start the pump, or to enter a programming value, etc. Other fail codes occur, too. When we view any pump's event log, it is not unusual to find previous entries where the malfunction alarm occurred and would have interrupted pump operation, but it was not reported by users. Occasionally these alarms have been accompanied by user reports of rapid drip stream, but we have never been able to repeat that behavior.after a malfunction alarm, the pump must be turned off and back on, which usually resets the alarm, allowing the pump to be used. However, sometimes (esp for a code 2156) the problem seems to remain and restarting/reprogramming the pump is problematic and may generate additional alarms.we have documented several cases of these alarms occurring at transition points in the pumps' operation. We believe it is happening many times more often than is being reported. The MFR has sometimes replaced the pump's main circuit board in response to the problem, but usually has just verified proper operation and returned the pump to us without any repair activity. We are concerned about the repeated failures, and especially about how often to see the problem before requiring a main circuit board replacement or other remedial action. Users are concerned, because if the malfunction alarm occurs with a vasopressor drug, the patient's condition can deteriorate rapidly while they are trying to deal with the pump or obtain a replacement. When this malfunction occurs it can be difficult to operate the pump even to remove the tubing set.